Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device using the pre-close technique prior to an impella interventional procedure. Reportedly, the device footplate would not retract. A cut-down was performed to removed the device. The impella procedure was completed. The method used to achieve hemostasis was not provided. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation was unable to determine the cause of the reported issue. The subsequent treatment is related to the circumstance of the procedure. In this case, it appears the foot may have captured tissue during closure leading to the entrapment and surgical intervention; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: correction lot #, lot number was updated from unknown to 5110742.d4: correction primary UDI number was updated from (B)(4) unknown to (B)(4).